Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inadvertently tore the patient's capsule as the (B)(4) three piece collamer lens was inserted. The lens was removed without enlarging the incision and a vitrectomy was performed. A competitors lens was implanted and the patient is doing fine. The customer used alcon's injection system with this lens and is aware that it is off label use.